Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, the customer reported device to be defective without providing details. The complaint device was received and evaluated; visual observations reveals that the device is slightly worn and used, but in expected condition. When reviewing the red trigger, it could be observed that it is very loose, and the device could not be tested for its functionality. Upon shaking the device, a sound of a loose piece could be heard, it seems like the handle's internal component was broken which caused trigger to be loose. According with the visual inspection result, this complaint can be confirmed. A possible root cause for the loose trigger can be attributed to an excessive force applied to the device, however this can not be conclusively determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Customer reported device to be defective without providing details.